Event description:
Reporter indicated that her vns therapy programming handheld would not power on. Troubleshooting did not resolve the issue, and the handheld was subsequently returned to MFR for product analysis. During the handheld analysis a partially broken solder joint was noted near the battery connections. However, no obvious adverse effect with device performance was identified as a result of this condition. Other than the above-mentioned observations and typical wear, no other adverse findings or anomalies were identified in the returned handheld. No anomalies were identified with the returned software.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.